Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, advised the customer to use multiple daily injections as a backup therapy, and instructed them on the storage and return process for the malfunctioning pump. The caller was informed about programming settings and connecting their continuous glucose monitor to the replacement pump, and a replacement pump was sent to the customer.